Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that the device's exhalation port sensor failure alarmed. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H11: it is unknown if the unit was on patient use at the time of the reported issue. However, no patient or user harm was reported. There was no response after multiple attempts were made. H10: the manufacturer's field service engineer (fse) was dispatched to the site and could not confirm the reported problem. The issue could not be duplicated. The device was checked, but no anomaly was observed. The device was returned unrepaired.